Event description:
When they put the essure in 2010, the doctor did not warn me about the side effects which began like 6 month after. I did not know what was wrong with me, when I asked to the clinic they said it was normal. I feel a sharp pain on my lower left abdomen, like electric shocks running to my lower back, has become so unbearable that I have not been able to get out of bed, my legs hurt, my hands are numb an my left leg. I have terrible headaches, which led me to the emergency room, they have done 2 MRI and everything went well. The right side hurts slightly, I'm with menstrual pains all the time, pelvic pains, my period comes twice a month, I have painful intercourse, gain weight, the essure remove the joy of my life. (B)(4).